Event description:
It was reported that the patient is having multiple "electrical fault alarms." A driveline cleaning was performed, foreign materials were observed on driveline and controller connectors. And elective controller exchange was performed by a heartware field clinical engineer without patient injury. Investigation is ongoing. This is report two of two reports (3007042319-2015-00836 and 3007042319-2015-00837) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report two of two reports (3007042319-2015-00836 and 3007042319-2015-00837) submitted for devices related to the same event. Device remains implanted.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2015-00836 and 3007042319-2015-00837) submitted for devices related to the same event.